Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the nurse was not sure if the issue with the second surgeon side console (ssc) happened after ports were placed. The second ssc was connected after rebooting the system. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to duplicate the issues on the surgeon side consoles (ssc's). The fse cleaned and reseated the blue fiber cables on both ends, powered on, and tested. The system errors did not reoccur. The system was tested and verified as ready for use. The event was confirmed based on error log review; however, the issue was not able to be replicated during the fse visit. While a definitive root-cause cannot be established since the reported complaint was not replicated during the fse visit, a potential/common root cause for error 54 may be attributed to user-induced problems including loosely connected, dirty, damaged, improperly seated, or disconnected blue fiber cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that a message to check blue fiber connection on the second surgeon side console (ssc) appeared. The customer was using dual consoles. The customer confirmed that the blue fiber cable was connected to the second ssc and the vision side cart (vsc). The tse reviewed the system logs and found that the second ssc was not connected, and there was no blue fiber cables connected to the fourth port at the vsc. The customer stated that the fourth port led indicator on the vsc was showing red. The customer felt that the blue fiber cable was loose and was not connected all the way in. The customer reseated blue fiber cable; however, the second ssc failed to power on after reseating the cable. The customer could not perform a system power cycle at the time due to an ongoing procedure. The procedure was completing as planned with no reported injury.